Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device had a system failure alarm. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: h6: additional information was received indicating that there was no patient injury.